Manufacturer narrative:
The investigation determined that repeatable but discrepant vitros ipth results were obtained from a patient sample processed on two different vitros 5600 systems compared to the result obtained using an alternate non vitros ipth method. The investigation was unable to determine a definitive root cause. There was no evidence to suggest a reagent or instrument malfunction had occurred. Method to method variation between the vitros ipth and the alternate non vitros ipth methods cannot be ruled out as a contributing factor.

Event description:
The customer obtained vitros ipth results from a patient sample processed on two different vitros 5600 integrated systems that were discrepant from the result obtained using an alternate non vitros ipth method. Repeatable vitros ipth results of 59.9 and 58.4 pg/ml vs. An ipth result of 42 pg/ml using an alternate non vitros ipth method were obtained. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The discrepant vitros ipth patient results were not reported out of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).